Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's keypad failed to respond. The device was not in patient use. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's keypad failed to respond. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was unable to be confirmed. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator's keypad failed to respond. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.